Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left common iliac vein and left external iliac vein. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilataion. However, during third inflation, the balloon burst. The procedure was completed with another of same device. No patient serious injury nor complications were reported and the patient status was stable.

Manufacturer narrative:
Age of time of event: 18yrs or older. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the tip or markerbands that could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis.

Manufacturer narrative:
Age of time of event: 18yrs or older.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left common iliac vein and left external iliac vein. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during third inflation, the balloon burst. The procedure was completed with another of same device. No patient serious injury nor complications were reported and the patient status was stable.